Event description:
It was reported during the implant procedure that the 4193 lead was implanted, dislodged and was not used. It was reported the atrial 5068 lead was capped and replaced due to an apparent conductor failure. There were no reported patient complications as a result of the lead issues.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; however, blood was noted in the helix mechanism on visual inspection. The other lead was not returned and further investigation is not possible.